Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and decreasing in sensing was noted on the right ventricular lead. The lead was explanted and replaced and dislodgement was confirmed during the replacement procedure via x-ray. The patient was in stable condition.